Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The serial number for this device is unavailable and therefore the manufacturing date and use before date could not be located in the manufacturing database. (B)(4).

Event description:
It was reported that the implantable cardiac monitor (icm) exhibited oversensing. No patient complications have been reported as a result of this event.